Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 05-may-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the suspect iol was received in the daisy wheel inside of the carton. The suspect iol was cleaned and visually inspected under magnification. No issues with the lens or haptics were observed. No further evaluation was performed. Complaint issue "dc-haptic damaged" could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. There is no indication of a product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted. Therefore, not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint. However, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported, the zcb00 intraocular lens (iol) was partially inserted into the patient's operative eye, when bent/broken haptic was noted. It was also reported, the lens had patient contact. There is no indication of medical intervention or surgical intervention. The procedure was completed using a different model lens with the same diopter size, dcb00 25.0 diopter iol. Patient status post-procedure is unknown. No further information is available.